Manufacturer narrative:
(B)(4). Possible batch #: r93m3l, r93j0p. Device analysis: the analysis results found that the 2b12lt device was returned outside its original package and no packaging was returned for analysis. In addition, a plastic bag was returned with a piece of a clicker inside. The device was visually inspected and no anomalies were observed. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Pc-(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an unknown procedure, a black part of the device was found on a mayo table. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.